Event description:
I had silicone breast implants about 25-30 years ago in (B)(6) I noticed the shape, and texture very different - went to plastic surgeon that stated that they are leaking, and I would -should either pay for new implants at approx 5,000 dollars or have them removed. I'm unable to pay as on a pension. It is affecting my depression, and ability to show myself to anyone. I read that silicone is not good if leaking as a health concern. Was recently admitted to the hospital - they were unsure what was wrong with me. I feel the silicone is reacting to my body. I'm now on blood pressure pills and have never had any health problems. Please help dawn. Leaking for a few years now. Depression worse. Ref report: mw5172144. Patient codes: 2361, 1908, 1831, 2360, 4574, 2328. Device code: 1267.